Event description:
A report was received that the patient had an infection at the pocket site. Symptom includes drainage at the site. The physician believed that the infection was procedure related. The patient was given intravenous antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of this device were reported. Device evaluation indicated that the lead (sc-2316-50 / (B)(4)) passed the visual test performed. No complaints about the functionality of this device were reported. However, the other lead (sc-2316-50 / (B)(4)) revealed that it was cleanly cut. Damage to the lead was a result of a typical explant procedure, and it was not considered a failure. Device evaluation indicated that the splitter passed the visual test performed. No complaints about the functionality of this device were reported. A review of the manufacturing documentation for the ipg, leads, and splitters revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. Symptom includes drainage at the site. The physician believed that the infection was procedure related. The patient was given intravenous antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).